Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro was plugged in and device immediately self activated, turned on without the activation switch being activated. The extension cable was replaced and reconnected to the same hemopro device with the same result. The hospital then replaced the hemopro device, connected to the second extension cable, and successfully completed the case. The hospital did not report any patient complications. Maquet sale representative has learned that the hospital has steam sterilized the dc extension cable. This method was not recommended in the instruction for use. Maquet sale representative has discussed the sterilization recommendation in the IFU with the staff.

Manufacturer narrative:
Investigation results: visual inspection showed the silicone cold jaw boot was slightly discolored and had an impression from the cutter wire. Resistance measurement test was conducted and result suggests that the micro switch is stuck in the open position with the toggle not activated. Further investigation discovered that upon power switch activation on the power supply, the device immediately self activated without the toggle switch on hemopro handle being activated. The reported complaint is confirmed. A lot history record review was completed 3 months prior from the occurrence date, because the lot # was unknown. The lhr review did not reveal any non conformance reports, which could have contributed to this complaint. (B) (4).